Event description:
Product intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in-vitro diagnostic device used in conjunction with other laboratory tests to aid in the diagnosis of bacterial, yeast and mold infections. Description of the issue: a customer from canada reported that he obtained a misidentification of streptococcus viridans group identified as streptococcus pneumoniae when using vitek ms instrument (ref. 410895, serial number 60464). The customer reported he obtained streptococcus pneumoniae with vitek ms instrument while biochemical testing was in accordance with streptococcus viridans group. The customer repeated the testing on vitek ms instrument, and still obtained streptococcus pneumoniae. There is no indication from the customer that this event led to a delay of result or impacted the patient state of health.

Manufacturer narrative:
Customer's initial results: vitek ms instrument s/n (B)(6). 1 x no identification. 1 x single choice to streptococcus pneumoniae. Instrument s/n (B)(6) (for additional test). 1 x no identification. 1 x single choice to streptococcus pneumoniae. Other method : biochemical testing indicating the sample was not s. Pneumoniae. Expected ID: unknown as no identification reference method was performed by the customer. Last fine-"tuning" date before the issue: (B)(6) 2021. Investigation: the investigator searched for similar issues in the complaints database. No similar complaint, nor capas, nor any non-conformities on vitek ms could be linked with the customer's report. Fine-tuning: status appeared good at the time of acquisition spot preparation quality: the customer¿s spot preparation quality seems to be good. The calibrator and sample ¿all peaks¿ values are homogeneous. Knowledge base (kb) review: the expected identification is unknown because no reference method was used to confirm the expected identification. The biochemical test results are consistent with s. Viridans group (svg), whose component species are not present in the vitek ms knowledge base v3.2. Sample data analysis: analysis of mzml sample file shows that number of all peaks are homogeneous and the score level are correct. There is no evidence that vitek ms instrument malfunctioned. The sample could be a species not present in the vitek ms kb v3.2. The following system limitation is in the vitek ms v3.2 knowledge base user manual ref. 161150-924-a: ¿*additional laboratory tests as determined by microbiology laboratory protocols for low discrimination results are necessary for the completion of the organism identification. *testing of species not found in the database may result in an unidentified result or a misidentification. *interpretation of results and use of the vitek® ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek® ms results.¿ based on these findings, the most probable cause of the misidentification was a system limitation (species not present in the vitek ms kb v3.2). However, it cannot be proven because the required data was not available. Consequently, the cause of the issue is unknown. The root cause could was not established. As the root cause was not established, no CAPA is required at this time.